Manufacturer narrative:
(B)(4). Additional information obtained: when was the issue discovered on the 1st device, pre-run or inter-operative? Operation room nurse said that is inter-operative. What is meant by ¿did not function¿? Said from nurse: it can't provide any power when surgeons activate the device. Any generator alert screen? She can't remember this situation. Did all devices fail in the same manner? Yes, all of devices fall in the same manner. How did each device not function? She said it just without any power input. How many of the 5 devices were re-used? About 2. Any blade to metal contact identified for the device that had the blade fracture? Surgeon and nurse didn't notice metal contact, they didn't know for sure. When was the broken blade identified? Before or during use on patient? She forgot this. Was the harmonic used in the area of the massive bleeding? Yes, massive bleeding. Did patient have any pre-operative coagulopathy disorder? They don't want to talk about this. From what vessel did the critical bleeding occur? Right and middle hepatic vein! Did the use of the harmonic cause or contribute to the critical bleeding? Yes! Any surgical photos or video available for review? No!

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested but unavailable: when was the issue discovered on the 1st device, pre-run or inter-operative? What is meant by ¿did not function¿? Any generator alert screen? Did all devices fail in the same manner? How did each device not function? How many of the 5 devices were re-used? Any blade to metal contact identified for the device that had the blade fracture? When was the broken blade identified? Before or during use on patient? Was the harmonic used in the area of the massive bleeding? Did patient have any pre-operative coagulopathy disorder? From what vessel did the critical bleeding occur? Did the use of the harmonic cause or contribute to the critical bleeding? Would the surgeon be interested in speaking with our medical team? Any surgical photos or video available for review?

Event description:
It was reported that the surgeon was performing a lap hepatectomy, where a re-used ace36e which had been re-sterilized twice was used. This device did not work as there was no function. Subsequently, four new ace36e devices were opened. Two did not function, one had a fractured blade and the last one worked normally until the end. It was reported that there was critical bleeding that could not be controlled. The surgeon converted into laparotomy but it was too late. The patient died during intra-operation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Batch # p9207f. The device was returned with the blade scratched and cracked. During functional testing on gen11 an alert screen was displayed. Due to the condition of the device, we were unable to investigate further the "hemostasis intervention" issues reported. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.